Event description:
When they went to do an injection, they found air in the system and could not get it (the air) out. The procedure was aborted. Additional info received indicated: the physician was attempting a cerebral coiling yesterday (the date of the event is not certain. It is known that it took place sometime between on (B)(6) 2013 and (B)(6) 2013), but she did not feel comfortable proceeding because air kept getting into the catheter system. Entrance was made into the vessel with the guide catheter and micro catheter system, but the user was never able to inject to shoot any pictures. Whenever the physician attempted to draw blood back from the side port of the 2 way stopcock connected to the tuohy on the guide catheter system, a significant amount of air bubbles could be seen entering the chamber. The device was double-checked to make sure that all valves were tightly connected to seal from any leakage, but the user was certain that the source was the tuohy. On the back entrance of the tuohy one can never completely close the valve off, even when on wire or catheter is hanging out of it. This was noticed on the micro catheter system as well, as when you close the valve off, there is visible leakage from the IV flush bag (with or without a micro wire inserted through the tuohy), slowly but definitely enough to make certain that when drawing back with a syringe that is where the air is coming from. In the old tuohy one could have a wire hanging out the back end of it, but if you closed the valve there would be no leakage. The user tried disconnecting and reconnecting the entire system, even switching out the penumbra guide catheter system to an envoy guide just to rule out any other possibilities but were unable to solve the air issue. At this point, the physician aborted the procedure, because she did not want to risk injecting air into the vessel. Additional info provided on (B)(6) 2013: the dm has confirmed that the "old tuohy" ref. By the customer was another MFR's device. A section of the device did not remain inside the pt's body. The pt will require an additional embolization procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.